Event description:
It was reported that the smiths medical cadd legacy pump will not go past priming. Reporter also stated that the buttons did not work. No adverse effects reported.

Event description:
Additional information received indicated that the device was not in use with a patient.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The history log was reviewed, and the pump was run in user mode. The reported issue that the pump ?won't go past prime" was not duplicated. In operation the prime button was difficult to engage, high force was required to get the button to work and at times didn't work at all. Other buttons operated correctly. When the keypad was replaced with a known working one it performed as expected.